Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, a patient underwent removal of universal femoral nail due to rupture of the nail. The patient had a motorcycle accident that affected the operated femur and caused the nail breakage. The patient was revised to an expert retrograde/antegrade femoral nail (r/afn) with no issues. There was no surgical delay. Patient and procedure outcome are unknown. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) 10mm universal femoral nail 380mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was completed for part: 274.020, lot: 9328161. Manufacturing location: bettlach, release to warehouse date: jan 14, 2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material certificate was reviewed and the used material was according to specification for implants for surgery. Product investigation was completed. Upon visual inspection, it was noted that the nail broke along the shaft. Additionally, the distal portion is slightly bent/deformed inward mostly likely due to the impact. The balance of the device is in fair condition. The received condition does agree with the complaint description for broken, and the complaint is confirmed. The cause of the issue was determined to be postoperative trauma. Dimensional inspection confirmed to meet the specification. Relevant drawings were reviewed. No design or manufacturing defect or deficiency was observed during the investigation. The material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. Based on the available information, it was determined the cause of the issue was due to the impact from the motorcycle accident as described in the complaint description. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.